Manufacturer narrative:
H3: findings/root cause: the suspect device was not returned for investigation; however, a field service technician went on-site to evaluate and repair the device. The fse found that the sinter bronze filter was dirty. The filter was replaced and the fse performed all pm calibrations. The customer's reported issue was able to be confirmed. The vent is now operational and meets specifications.

Event description:
Additional information received indicates that no product was returned for investigation, however, a field service technician went on-site to evaluate and repair the device.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the device exhibited a tf 300 alarm on 9/18/24 (a0906 gas output problem). A review of device logs shows device was not on a patient at the time and that tf 300, 316, 400, and 545 were all found to occur on 9/18/24. There was no patient involvement reported.